Event description:
The customer reported the system displayed an error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was tested and found to be working as intended and put back into service.